Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date the patient was treated with unknown antibiotics. The cause of the peritonitis was unknown. At the time of this report the patient was recovered from this peritonitis event. No additional information is available. This is report 1 of 4 involved in this peritonitis event.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The reported product is an unknown baxter transfer set. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as cmplnt-(B)(4), cmplnt-(B)(4) and cmplnt-(B)(4).